Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone complete entry = (B)(6).

Event description:
The customer observed liquid fall onto a cable that¿s connected to the ups of the architect i2000sr. This generated a spark to occur at the connection of the cable coming from the ups to the cable going to the monitor. There was no damage reported. No impact to patient management was reported. No injury to the user was reported.

Manufacturer narrative:
Additional information section d10 - concomitant product. The field service representative (fsr) inspected, cleaned, and verified conductivity of the cable. No short circuit was found, and the instrument was returned to the customer. No additional instances of sparking have been reported since the service activity occurred. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with smoke/spark. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the cable, power switch (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the cable, power switch (rohs) were identified.

Event description:
The customer observed liquid fall onto a cable that¿s connected to the ups of the architect i2000sr. This generated a spark to occur at the connection of the cable coming from the ups to the cable going to the monitor. There was no damage reported. No impact to patient management was reported. No injury to the user was reported.